Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with cracked battery tube threads, a cracked case near the display window corners, a cracked display window, a missing end cap sticker, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 120 mg/dl. Insulin pump would need to be replaced.